Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy manually, the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy that is most often caused by a breach in aseptic technique during the pd exchange. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing vomiting and cloudy pd effluent after doing manual pd exchanges since (B)(6) 2021. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded an elevated white blood cell (wbc) of 35, 000 and no organism growth. The patient is being treated with vancomycin 2 grams every 5 days for 4 doses on an outpatient basis. The patient is recovering and continues treatment with the fresenius cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.